Manufacturer narrative:
The field service engineer found that the mixer paddle was hitting the reagent disc cover and that the sipper lid was in a bad condition. He adjusted the mixer positions. The service actions performed by the engineer resolved the issue. No further issues were reported afterward. The investigation did not identify a product problem. The cause was due to an operator error and traced to an insufficient mixer adjustment.

Manufacturer narrative:
The hcg+b reagent lot number was 797723 with an expiration date of 31-oct-2025. The investigation is ongoing.

Event description:
We received an allegation of discrepant results for 1 patient sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e411 immunoassay analyzer (rack system). The initial result was <0.100 miu/ml (interpreted as negative). The repeat results were 30.08 miu/ml and 31.98 miu/ml.